Event description:
Nurse inserted PICC line and the patient immediately had a reaction and developed a rash to face, arm and back that was itching immediately after insertion.

Manufacturer narrative:
The device has not been returned to the MFR, at this time, for evaluation. A lot history review (lhr) is not possible, as no manufacturing lot number has been provided by the complainant.